Event description:
It was reported that an asymptomatic patient presented in operating room for device implant. Post-paced t-wave oversensing was observed on the ventricular lead. The device was reprogrammed.